Event description:
Related to MFR report # 2183959-2012-2283. It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc on (B)(6) 2008 to treat her pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including, extreme pain, erosion of her internal tissues, chronic discharge and bleeding, dyspareunia, significant mental and physical pain and suffering, has undergone multiple surgeries and revisionary procedures, and has sustained permanent injuries. Plaintiff's attorney also alleged plaintiff experienced recurrent infections, continued urinary incontinence, disability, mental anguish, aggravation of a pre-existing condition, and other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.